Manufacturer narrative:
The customer ordered and replaced the 2nd generation individual parts for the liquid crystal display to resolve the reported issue. The device passed the required performance verification tests per philips' standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the display was dim. It was reported that there was no patient involvement at the time the issue was discovered. The customer indicated that the display was dim at the brightest setting. It was noted the customer was using a 1st generation light crystal display (lcd). The remote service engineer (rse) advised the customer to upgrade to the 2nd generation lcd to resolve the issue. The rse provided the customer with the part numbers of the parts required for the upgrade.